Manufacturer narrative:
The 26 mm commander delivery system was returned partially inserted through the 14fr esheath. Loader assembly was found to be over the flex shaft outside of the sheath.  A review of post procedural imagery showed the delivery system partially stuck in the hub of the esheath and the sheath shaft was damaged. The esheath was visually inspected and the following was observed: valve was stuck in the sheath housing;  sheath shaft kink observed on strain relief 2¿ distal to comnut; liner lifted 3¿ segment distal to strain relief. Remaining sheath is unexpanded; minor scratches observed on the hdpe along the shaft; scratches on strain relief 1.25" from distal strain relief, scratches continue to hdpe along the sheath; liner strand material is apparent proximal to sheath distal tip. Due to the nature of the complaint and returned condition of the device, dimensional inspection and functional testing were unable to be performed. During manufacture, the sheath shaft was 100% inspected for any defects. Product verification (pv) testing was completed for the work order on a sampling basis.  All testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for sheath shaft liner strand, liner torn, kinked/bent, damaged, and resistance with the delivery system. A review of the complaint history from june 2019 to may 2020 revealed additional similar returned complaints (all models of the esheath). The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient/procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft liner strand, liner torn, kinked/bent, damaged, and resistance with the delivery system were confirmed by the condition of the device upon return. However, a manufacturing non-conformance was not identified during the evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As per procedural manual ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Per report, ¿the patient¿s access vessel had significant calcification and tortuosity¿, the scratches observed during the visual inspection of the device are indicative of the sheath¿s interaction with calcification. A calcified and tortuous access vessel can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. This would also impact the sheath¿s ability to expand as the delivery system advances. Moreover, excessive manipulation is required to overcome the resistance which possibly resulted in sheath kinking. Additionally, sheath interacting with calcium and tortuous vessels may also contribute to the formation of the liner strand observed as well as the sheath to damage seen along the length of the sheath shaft and strain relief. As a result, available information suggests that patient factors (calcification/tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event. A product risk assessment  has been initiated to further investigate the risks for issue involves high push force of the commander delivery system with s3u through the esheath.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-12454 for the valve frame damage.

Event description:
As per pre-deco and preliminary evaluation, the sheath shaft was damaged and liner strand was observed. As reported by our affiliates in (B)(6), prior to the 26mm sapien 3 ultra case, in aortic position by transfemoral approach, the patient had very tortuous and calcified vessel. The esheath was introduced without issue. Due to calcification, the a. Iliaca was dilated with shockwave bva. Afterwards an attempt to insert the commander ds with crimped valve was unsuccessful. The esheath, commander and valve were removed as a whole unit and procedure continued with non edwards tavr. There was no injury to the patient. After visual inspection of esheath and commander system, the esheath was heavily damaged/kinked and the distal of tip was ruptured. The commander was damaged between the pusher and balloon. It is suspected that the commander system and esheath kinked during insertion into the esheath. The valve was in situ in esheath. Per medical opinion, the perceived root cause, is because the patient had very tortuous and calcified vessel. As per pre-deco evaluation, the valve has bent strut on inflow side

Manufacturer narrative:
Reference CAPA-20-00141.